Event description:
The patient was admitted for cataract removal, phacoemulsification and intraocular lens (iol(intraocular lens)) placement. The surgeon was hydrating the surgical incisions at the end of the case using an alcon 30g intraocular cannula and balanced salt solution (bss). During irrigation the cannula detached from the syringe and tore the posterior capsule. Vitreous invaded the anterior chamber. The newly placed specialty iol was removed. An anterior vitrectomy was performed to remove the prolapsed vitreous and a monofocal 3-piece lens was placed in the eye. The patient was evaluated on post-op day one. Vitreous hemorrhage of the right eye was noted. She was referred for evaluation by a retinal specialist the same day. Vision was limited due to corneal edema and the hemorrhage. The patient underwent additional retinal exams at a different hospital to get a second opinion on (B)(6) 2023. There was no indication for additional surgery at that time however outcome for visual acuity is not yet clear. Cannula separation from the device hub is a reported defect in both the clinical case reports found in the literature and in the FDA's maude database. This defect is high risk but is likely under reported. Anecdotally, the clinical teams and mds(doctors) report the cannulas flying off the syringe hubs during irrigation prior to placing in the patient's eye. There are no reports when this occurs since there is usually no patient harm. The cannulas come in a custom pack from the manufacturer. Evaluation under a microscope shows limited engagement with the hub of the syringe only turning one rotation on the luer lock hub. We think this may not meet the standards for a secure cannula/syringe connection for a high-pressure system (small 30 ga cannula, 3 ml luer lock syringe and intraocular resistance of eye tissue). Typically, high pressure systems (e.g., arterial lines) typically have a much more robust connection to prevent separation, especially when the risk of injury is high. In this case, the cannula can act as a projectile when used with the syringe provided. The manufacturers do have some safety products available, but they are not included in all packs and are not always sold separately. We will be re-evaluating the products following his event.